Manufacturer narrative:
Titan touch pump and cylinders 1 and 2 were received for evaluation. A failure of the back pressure test was noted with the pump as the balls in the pump failed to seat properly. Additional observation of the pump determined that foreign material (tissue) was noted in the spring/ball and seat component of the pump. No functional abnormalities were noted with cylinder 1. Tow suture is attached to cylinder 1. A separation was noted on the exhaust tube of cylinder 2 at the strain relief junction. This is a site of leakage. The surfaces appear to be rough and irregular, indicating stress was exerted. Based on examination of the returned product, it was concluded that the rough and irregular surfaces associated with the separation indicates that sufficient stress was exerted on the exhaust tube of cylinder 2 at the strain relief junction to separate the site while in-vivo. A separation of this type could then allow the loss of fluid, making the device inoperable. It was concluded that the foreign material noted in the spring/ball and seat component of the pump resulted in the failure of the back pressure testing. Because these components were released according to manufacturing and quality control procedures, it was concluded that the foreign material observed most likely entered the system after the device packaging was opened. Failure of this test was not associated with the cause of the reported device malfunction. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. The lot number (6625445) was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Event description:
According to available information, this device was explanted and replaced due to a tubing leakage malfunction noted at the pump exhaust tube. No other adverse patient effects were reported.